Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00192 on jun 27, 2023. Siemens filed MDR 2432235-2023-00192 supplemental 1 on jul 19, 2023. Additional information jul 20, 2023: an outside the united states customer obtained a falsely depressed sodium (na) result on one patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the original atellica ch instrument. The repeat result recovered higher than the erroneous result. The repeat result was considered as correct result. Based on siemens investigation on the available information, the probable cause of falsely low sodium (na) result for sample ID (B)(6) is most likely sample specific due to poor pre-analytical sample quality and the presence of gel, fibrin, microclots, and/or the presence of cellular debris including red cells, white cells, and platelets in the sample that the impacted proper sample aspiration for the sample predilution. The instrument is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
Siemens filed, the initial MDR on jun 27, 2023. Additional information: jun 28, 2023, the customer provided additional information. After the initial MDR was filed. The calibration and quality controls (qc) were valid at the time sample was run. The sample ID of the patient is sid (B)(6). Section d4: updated lot number#: 120013 and expiration date 28-nov-2023. Section d8: was this device serviced by a third party? Updated to no. Section h4: device manufacture date updated as 28-nov-20223. Siemens continues to investigate.

Event description:
The customer obtained a falsely depressed sodium (na) result on one patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the original atellica ch instrument. The repeat result recovered higher than the erroneous result. The repeat result was considered as correct result. There are no known reports of patient interventions or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
An outside the united states customer obtained a falsely depressed sodium (na) result on one patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the original atellica ch instrument. The repeat result recovered higher than the erroneous result. The repeat result was considered as correct result. The interpretation of results section of the atellica ch a-lyte integrated multisensor (imt na k cl) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings". Siemens healthcare diagnostics is investigating.